Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They prepared according to the proper procedure, but the seal fell off when the delivery system was withdrawn from the loading device. A new hsiii was issued and the operation was completed. The patient had no health hazards.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25162768 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.